Event description:
During preparation, it was noted that the polytetrafluoroethylene (ptfe) coating was flaking off the guidewire proximal shaft and the guidewire was pulled out of the microcatheter before insertion into the patient. There was no patient involvement.